Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer returned pump for an alleged received 3 replacement pumps on (B)(6) 2019. The test p-cap locks properly in place in the reservoir compartment noted. Cracked retainer during visual inspection noted. The pump passed the displacement test. However, pump error 63 alarmed during self test and (variableinfo = 03) confirmed in the pump history due to broken trace at u1 keypad assembly. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The following were noted during visual inspection: scratched lcd window, missing serial number label and corroded battery tube. In summary, the pump was received with pump error 63 due to broken trace at u1 keypad assembly. Exposed to moisture confirmed.